Event description:
Customer reported after laundering the single use patient belt, they noticed the material seems to have a "slippery texture" and as a result the teeth on the buckle are not able to secure a snug fit. Customer also reported after washing the gait belt, the buckle would flake causing a sharp surface that could cause injury to a patient. Customer did not provide a date when issue was discovered. No patient injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: the report is based solely on the customer's reported issue. (B)(4).